Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that he was using the sensor and had a bad low blood glucose reading. Customer was treated at hospital. The blood glucose reading was 34 mg/dl. Customer stated that he has had other health issues and the blood glucose readings have been erratic. Customer does not believe the insulin pump caused the low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.